Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the physician was not attempting to advance the xience stent system through the previously implanted xience stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure a 3.0x28 rx xience stent was implanted from the left main to the left anterior descending artery. Pre-dilatation was performed in the mildly calcified/tortuous mid left circumflex artery using a 2.5x15 non-compliant unspecified balloon at 10 atmospheres in preparation of stenting a 70% stenosis. Multiple attempts were made to advance a 3.0x23 rx xience v stent system; however, the stent system could not advance possibly due to the characteristics of the vessel, and the proximal shaft separated outside of the anatomy. The distal segment of the stent delivery system was simply withdrawn from the anatomy and the procedure was aborted. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. The patient will be medically managed. No additional information was provided.